Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, patient was connected to a ventilator when the 15mm connector dettached. It was stated that they were able to reconnect ventilator to tracheal tube. There was no patient harm.